Manufacturer narrative:
(B)(4). After battery installation, the unit displayed some vertical multi-color lines on the right half of the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion on the bottom edge of the lcd screen, and on the back of the lcd screen. Insulin pump received with a short crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. There's also a horizontal crack in the battery threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had crack along battery compartment. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.